Event description:
It was reported that the device was explanted approximately after implant duration of 18 months, due to endocarditis. No further details were provided. Information learned per response from surgeon.

Manufacturer narrative:
Device not returned.